Event description:
It was reported that the physician's office programming system wasn't working properly, but specific details about what was occurring with the physician's programming system have not been provided at this time. The site was provided with a replacement programming system and they have sent the programming system in question back for product analysis by the MFR. The device has been received but has yet to be analyzed.